Event description:
It was reported that the first 4 years were wonderful with the device. They were going to put in a new battery and then the stitches broke open. They had to put it in on the other side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28 ,lot# v697763, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).,

Event description:
Additional information received from the health care provider reported that the patient was released from care.